Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes, using venous blood: 29.4 mmol/l (accu-chek performa) and 12 mmol/l (lab).